Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the cine and system hard drive. Also upgraded system software to release 29. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system displayed "cine disk no available". It was also reported that mis-matched images exist in system directory. There was no report of patient injury.